Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had "image abnormality" (it did not display) and poor contact. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history review (DHR) review was completed, and no issues were identified. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the video connector electrical contact area, water ingress in the main unit image pickup. Water ingress into the camera cable/water ingress in the main unit lens, there is something attached to the video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image not appearing as indicated occurred because of poor contact, which prevented normal communication. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had "image abnormality" (it did not display) and poor contact. There was no report of patient harm.